Event description:
It was reported prior to the implantation that the device was oversensing in the atrial and ventricular channels. Another ICD was implanted to complete the case. No patient complications were reported as a result of this issue.

Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted.evaluation summary: (B)(4) no anomalies found. Visual inspection of the device indicates the grommet was damaged. It could not be determined when the damage to the grommet occurred.

Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Visual inspection of the device indicates the grommet was damaged. It could not be determined when the damage to the grommet occurred.

Event description:
It was reported prior to the implantation that the device was oversensing in the atrial and ventricular channels. Another ICD was implanted to complete the case. No patient complications were reported as a result of this issue.